Event description:
It was reported an occlusion alarm occurred. The customer was transported to the hospital with a blood glucose level was 495 mg/dl with life threatening ketone level. The customer attempted to resolve the issue with a bolus via the pump and a supply change but was treated in the hospital with intravenous fluids of saline and insulin. Multiple attempts were made to follow-up with the customer to obtain release date, however, no response was received.